Event description:
It has been reported to philips that the wireless foot switch was not functioning. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use and the reported issue was with wired footswitch not functioning. The philips field service engineer (fse) inspected the system on site and confirmed the x-rays were not active when the wired footswitch was pressed. Upon inspection fse found that the issue was with coding block and system interface board (sib). The philips engineer has replaced the coding block and sib. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.